Manufacturer narrative:
The subject device is not available for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic mitral valve, implanted for 7 years and 8 months, was explanted due to degeneration with stenosis. This case involved a (B)(6) year-old female with a history of severe aortic stenosis, cad, htn, hyperlipidemia, iron deficiency anemia, left carotid bruit, mitral valve stenosis, pacemaker placement, pulmonary htn, mitral valve replacement, tricuspid valve repair. She presented with dyspnea on exertion and moderate leg edema. She was found to have a degenerative severe mitral stenosis and severe tricuspid regurgitation, and native aortic valve stenosis. Follow-up echocardiogram revealed a moderately dysfunction rv, lvef of 65%, moderate rv and confirmed severe mitral stenosis and severe aortic stenosis. Cardiac catheterization revealed non obstructive cad. She underwent a redo mitral valve replacement and a aortic valve replacement. Intraoperatively, the 29mm mitral valve was explanted, and the annulus was debrided of residual calcium. A 27mm bioprosthetic valve was implanted using cor-knots. Attention was turned to the aortic valve, it was noted that the aortic valve and tricuspid valve were calcified. The annulus was decalcified and a 21mm aortic valve was implanted and secured with cor-knots. The patient was weaned from cpb without difficulty on epinephrine and milrinone. Postoperative echocardiogram revealed that mitral and aortic valves were seated well with good movement of the leaflets. There was trace paravalvular leak posteriorly on the mitral valve. Mean gradient is 2mmhg. No paravalvular leaks were seen for the aortic valve. Mean gradient is 13mmhg. There is mild residual tr. Also, there is no evidence of an aortic dissection observed post decannulation. It was noted patient left the or in satisfactory condition. She was discharged on pod #4.

Manufacturer narrative:
Reference CAPA-20-00141.